Manufacturer narrative:
Manufacturing evaluation: we did not receive the components for investigation but x-ray pictures were provided. Provided x-ray pictures: multiple dates. Failure description: due to a lack of the components, a failure description is not possible. Investigation: due to a lack of the components, an investigation is not possible. According to a statement from the product management the combination of the involved devices listed above is valid and approved by aesculap. Pictorial documentation: due to a lack of the components, a pictorial documentation is not possible. Batch history review: the device history records have been checked for the available lot numbers and found to be according to the specification, valid at the time of production. Shop order 7010339303 was identified for the insert only based on the information provided. Protocols and acceptance certificate were reviewed. The quality documents show that the values obtained on the insert were according to the specification valid at the time of production. Under shop order 7010339303 a total of 157 pieces were delivered to aesculap. The following aesculap lot number was created for the entire amount of 157 pieces: - 51292337 no further complaints registered against the same lot number of the broken ceramic insert. Conclusion and root cause: the failure is most probably usage/patient related. Rationale: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect or manufacturing failure on the basis of the device history records. Based on our experience, we suspect that failure is usage (e.g. Due to an improper implantation situation) or patient (e.g. Due to overload) related. The provided x-ray pictures give no hint regarding a possible fracture cause. However, the breakage can be confirmed. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Event description:
Involved components: biolox prosthesis head 12/14 32mm m (400480842 nk561); plasmacup sc size 50mm (400480843 nh050t); bicontact sd plasmapore 12/14 size 12mm (400480844 nk712t).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sc/msc ceramics. According to the customer description, it was reported that a revision surgery was performed due to the fracture of implant. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: biolox prosthesis head 12/14 32mm m (400480842 nk561). Plasmacup sc size 50mm (400480843 nh050t). Bicontact sd plasmapore 12/14 size 12mm (400480844 nk712t).